Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, episodes of non-sustained right ventricular (rv) oversensing were noted. No intervention was performed. The rv lead remains implanted and will continue to be monitored. The patient is in stable condition.